Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the proximal femoral nail antirotation (pfna) broke postoperatively. It broke in the hole of the bolt. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: unknown when device broke. A manufacturing evaluation was completed: the nail broke through the distal locking hole, not in the area of the initial bone fracture. The investigations included to inspect the manufacturer documents, technical drawings and the raw-material inspection sheet of the supplier. The fracture surfaces of the implant were investigated by scanning electron microscopy (sem). The gold anodized nail was made of titanium alloy. The examination of the manufacturing documents of the producer and the raw-material inspection sheet of the supplier showed no deviation in relation to the chemical composition, microstructure and the mechanical properties. The material of the nail is in compliance with the international standards. The dimensions of the investigated nail were checked using a digital sliding caliper and found to be in compliance with the technical drawing of the producer and ao/asif specifications. Weakly visible macroscopic lines of rest are documented and are a sign for a fatigue failure. In addition to the main crack of the nail, two cracks were noted starting from the distal locking hole proceeding towards the proximal end of the nail. The implant also showed several locations of discoloration of the anodic layer. It is likely those discolorations were caused by movements of between nail and femur which indicates an instable fracture situation. When examining the distal fracture surfaces of the nail using the sem, the initial fracture areas and the fracture behavior were identified. The cracks started at the lateral side on both sides of the elongated hole of the nail and ran into the material. After breaking, the two fragments rubbed against each other causing further destruction of the fracture surfaces (abraded and shiny areas). At a higher magnification, fatigue striations were observed at the crack propagation zones and over a larger amount of the fracture surfaces. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads (load and unload during walking). The presence of these striations is a clear indication of a fatigue process. The fracture surfaces also showed subsidiary cracks and dimples. The area with the dimples corresponds to the residual forced fracture zone. Fatigue striations opposite the initial fracture zones indicate secondary crack initiation. Sem observations and findings showed that the nail failure was caused by fatigue and overload. Based on the topography of the fracture surfaces, it can be concluded that the nail was subjected to low dynamic bending loads (two sided). Constantly alternating bending loads / load cycles (during walking) led to the fatigue of the material, then to first cracks and finally to the overload respectively to the fatigue fracture of the nail. The nail could not resist the applied force which finally led to the material overload / fatigue failure. An instable fracture situation (too small nail diameter) may have played a certain role, too. We found no evidence of material or manufacturing defects. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The provided x-rays were reviewed by the manufacturing and the nail breakage could be confirmed.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.